Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor vison valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 2.7 mm. During procedure, the patient was in the normal sinus rhythm with heart rate in the 40's. When crossing the annulus with large flexnav delivery system, the patient went into complete heart block. The valve was implanted at a depth of 4mm on the non-coronary cusp (ncc). On (B)(6) 2025, a permanent pacemaker was implanted. The patient was reported stable.

Event description:
N/a

Manufacturer narrative:
It was reported that during procedure when crossing the annulus the patient went into complete heart block. The valve was implanted at a depth of 4 mm on the non-coronary cusp. The device remains implanted and was not returned for analysis. Based on available information, the cause of reported heart block during procedure could not be determined. The reported surgical intervention were results of case-specific circumstances as a permanent pacemaker was implanted the following day of navitor implant. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.